Event description:
It was reported that during a patient visit to the clinic, noise, oversensing and pacing inhibition with short asystole of less than one second was seen on the right ventricular (rv) lead during testing when the patient engaged in deep breathing. The pacemaker was reprogrammed to a fixed 2.5 millivolts output from an automatic gain control (agc) of 0.6 millivolts, after which testing with deep breathing revealed no further pacing inhibition. The pacemaker and leads remain in service. No adverse patient effects were reported.